Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted for an unknown product performance issue and another system was successfully implanted. This right ventricular (rv) lead has not been returned for analysis. No additional adverse patient effects were reported. Additional information received detailed this patient had twiddler's syndrome and as a result the leads had dislodged. This rv lead has not been returned for analysis. No additional adverse patient effects were reported. Furthermore, this device was returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted for an unknown product performance issue and another system was successfully implanted. This right ventricular (rv) lead has not been returned for analysis. No additional adverse patient effects were reported. Additional information received detailed this patient had twiddler's syndrome and as a result the leads had dislodged. This rv lead has not been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted for an unknown product performance issue and another system was successfully implanted. This right ventricular (rv) lead has not been returned for analysis. No additional adverse patient effects were reported.